Event description:
It was reported that when the hf device from erbe was operated, cutting current was applied to the storz loop, a flame occurred and the uterus was perforated. An hsc endo resection was planned. During the first coagulation with the loop, a sparking arc is apparent, going from the loop through the entire cavity. Reduction of the current strength from level 6 to level 4. The same problem as before. When the forceps are inserted, an appendix epiploicum is extracted instead of myometrial tissue. Perforation of the right uterine back wall occurred. It was necessary to remove the patient's uterus.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).